Manufacturer narrative:
The 2 final lockers used in this surgery were inspected and determined that the unanticipated wear and tear was caused by the final locker not being fully seated in the set screw prior to rotation of this instrument. Rti surgical also tested these final lockers to see if they would engage with the set screw. One of the two final lockers engaged with the set screw and could have been used to complete surgery. There are two final lockers in each instrument set. The DHR was reviewed and this lot number of final lockers were manufactured to rti surgical's specifications. These final lockers are part of a recall that was initiated on 03/18/2016. This was just prior to this occurrence. It was also on this date that the FDA was notified of this recall.

Event description:
During a posterior cervical fusion surgery, the final locker instrument that locks the set screw stripped and the surgery was not able to be completed with rti surgical's streamline oct occipito-cervico-thoracic system. The hardware was removed and another system was used to complete the surgery. The surgery time was extended approximately 1 hour. There was no adverse affect on the patient.